Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily tortuous, heavily calcified, concentric, anterior descending (av) and distal right coronary artery (rca) the balance middleweight (bmw) elite guide wire successfully crossed the av lesion. A 1.9 x 9 mm non-abbott balloon dilatation catheter (bdc) was advanced but could not cross the lesion. Balloon angioplasty (poba) was performed to the mid rca first which was noted as in-stent restenosis of an unspecified stent. Pre-dilatation was performed for the distal rca with a non-abbott bdc; a 3.0 x 23 mm xience prime stent was implanted. A non-abbott catheter was advanced but could not cross due to the anatomy. A non-abbott bdc was being advanced a second time but got stuck with the bmw elite guide wire. Both devices were removed together from the anatomy as a system without issue. Outside the anatomy a bump was noted approximately 45 cm from the distal tip end of the bmw elite guide wire. A non-abbott guide wire was used as a replacement. It was noted that no further dilatation was performed as no bdc could cross the lesion due to the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: tornuspro,finecross-gt, platinum plus, launcher 7fr sal1.0sh. Stent: xience prime 3.0-23. Evaluation summary: the device was returned for analysis. The irregular texture and resistance with the balloon catheter were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.